Event description:
The physician was using an integrity rapid exchange bare metal stent for treatment of a bifurcation lesion. The lesion was pre-dilated. The physician then inflated the stent delivery system to two atmospheres however the pt had an arrythmia; therefore the physician deflated the balloon. The stent was no longer on the delivery system. The physician reviewed the images and the stent was seen intact distally in the lad. The pt was stable post procedure and was transferred to another hospital to remove remnants of a competitors balloon in diagonal vessel and to remove the dislodged stent. Ref user report MFR # 0300110000-2011-8008.

Manufacturer narrative:
(B)(4): evaluation results: (balloon partially inflated prior to removal); (stent dislodgement). Conclusions: (balloon partially inflated prior to removal).